Event description:
Allegedly, patienet was revised due to mom complications (pain and metallosis; corrison and soft tissue damage; dislocation; pseudotumors): left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01206, -01207, -01209.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.